Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the tips of both screwdriver shafts, the angled stardrive screwdriver t8 and inner shaft for the angled screwdriver, had broken off while the surgeon was attempting to advance a screw. Both broken tips were successfully removed from the patient and disposed of and the two shafts were immediately taken out of use. The surgeon was able to successfully advance the remainder of the screws with a third screwdriver from the same set. It was not known if there was any surgical delay. There were no patient consequences. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) inner shaft for angled screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 03.617.905, lot no.: 8552796: manufacturing location: haegendorf, release to warehouse date: 13.sep.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The inner shaft for angled screwdriver (03.617.905) is available in both the zero-p natural plate (technique guide) and zero-p stand alone spacer systems and is one of five t8 drivers available for screw insertion (the others being 03.617.900/902/904 and 314.467). The zero-p systems are utilized for anterior cervical interbody fusions through the use of zero-profile spacers which combine the functionality of cervical interbody spacers and the benefits of anterior cervical plates. The returned device represents one of two angled drivers (03.617.900 is the other) which can be useful when patient anatomy inhibits the use of traditional instrumentation. The device design in nearly identical to 03.617.900 however the addition of a quick-coupling allows the attachment of a torque limiting attachment (03.100.002.99). The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively : rm¿. At customer quality, the returned instrument was inspected and the complaint of broken tip was confirmed. The returned instrument was examined and the complaint condition was able to be confirmed as the universal joints were found to be deformed with the distal tip being sheared off (not returned). The complaint description notes that the failures occurred because the surgeon needed to advance a screw the screwdriver and the tip of the screwdriver broke since the u-joint on the screwdriver could not take the force/ torque and failed. The received condition agrees with the complaint description. The returned instrument was manufactured in sep 2013 and is over 4+ years old. A device history review, including material review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed; no design issues or discrepancies were noted. And determined to be suitable for the intended design and application when used as recommended. Dimensional analysis is not applicable due to post manufacturing damage. Per the predicate device rational ¿zero-p ¿ 03.617.905 static torsional testing found that the device was able to be loaded to 1.5nm without deformation or breakage which is 25% more than the device will be limited to if the torque limiting attachment is utilized as instructed in the zero-p system technique guide. Maximum input torque at failure was measured; each recorded failure occurred at the welded seam between the joint and the t8 tip. The zero-p va system does not include a torque limiting attachment as the plate makes use of a blocking system to prevent screw back-out. The cause for the complaint is most likely associated with the application of excessive force during screw insertion/final tightening and/or rough handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.